Event description:
As reported: after one of the azur soft3d coils (6 mm × 19 cm) to be used as the first coil was unpacked and pretested, the coil was inserted into a microcatheter but did not come out of the microcatheter. The coil was withdrawn along with the microcatheter and checked, and it was found that the implant had unintentionally been detached in the microcatheter. After removing the coil, the other coil was inserted through the same microcatheter, but the coil also did not come out of the microcatheter, and the implant was early detached in the microcatheter. After removing the coil from the microcatheter, another coil with the same specifications was used through the same microcatheter and the coil was successfully implanted and the procedure was completed. No health damage to the patient. Additional information received: both coils detached at the proximal side of the catheter. The first coil is reported in report # 2032493-2025-00103. The second coil is reported in report # 2032493-2025-00104.

Manufacturer narrative:
Additional information was received regarding the event, see section b.

Event description:
As reported: after one of the azur soft3d coils (6 mm × 19 cm) to be used as the first coil was unpacked and pretested, the coil was inserted into a microcatheter but did not come out of the microcatheter. The coil was withdrawn along with the microcatheter and checked, and it was found that the implant had unintentionally been detached in the microcatheter. After removing the coil, the other coil was inserted through the same microcatheter, but the coil also did not come out of the microcatheter, and the implant was early detached in the microcatheter. After removing the coil from the microcatheter, another coil with the same specifications was used through the same microcatheter and the coil was successfully implanted and the procedure was completed. No health damage to the patient. This report is for the first coil.

Manufacturer narrative:
Items returned: n/a.visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging were not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Without imaging, the investigation cannot further verify if the event occurred as described, nor could the investigation further evaluate the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. IFU review: 5.introduction and deployment of the coil delivery system 5-3 seat the distal tip of the introducer sheath at the distal end of the microcatheter hub and close the rhv lightly around the introducer sheath to secure the rhv to the introducer sheath. Caution·do not over-tighten the rhv around the introducer sheath. [Excessive tightening could damage the pusher catheter such as kinking. ] 5-4 push the coil into the lumen of the microcatheter. Caution·avoid catching the coil on the junction between the introducer sheath and the hub of the microcatheter. ·initiate timing using a stopwatch or timer at the moment the coil enters the microcatheter. 5-5 push the pusher catheter through the microcatheter until the proximal end of the pusher catheter meets the proximal end of the introducer sheath. Loosen the rhv. Retract the introducer sheath just out of the rhv. Close the rhv around the pusher catheter. Caution·avoid kinking the pusher catheter and introducer sheath. ·to prevent premature hydration of the azur system, ensure that there is flow from the saline flush 5-7 under fluoroscopic guidance, slowly advance the coil into the vessel/aneurysm from the tip of the microcatheter. 5-8 continue to advance the coil into the lesion until optimal deployment is achieved. Reposition if necessary. Caution·if the coil size is not suitable, remove and replace with another more appropriately sized coil. ·do not rotate the pusher catheter during or after deployment of the coil into the vessel/aneurysm. [Rotating the pusher catheter may result in a stretched coil or premature detachment of the coil from the pusher catheter, which could result in coil migration.] The physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.